Manufacturer narrative:
D10 concomitant product: unknown protack (lot#: unknown) unknown tacker (lot#: unknown) unknown - maxon (lot#: unknown) j. James pilkington, james pritchett, catherine fullwood, annie herring, fiona l. Wilkinson, aali jan sheen. Tackomesh ¿ a randomised controlled trial comparing absorbable versus non-absorbable tack fixation in laparoscopic ipom+repair of primary incisional hernia using post-operative pain and quality of life - reliatack¿ versus protack¿. Hernia 28, 1879¿1888 (2024). Https://doi.org/10.1007 /s10029-024-03111-y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between july 2017 and march 2020, a study compared post-operative pain between absorbable and non-absorbable tack fixation in patients who underwent intraperitoneal onlay mesh repair between july 2017 and march 2020. In all cases, fascial closure was performed using a 1 - 0 loop maxon in an interrupted manner. After fascial closure, symbotex mesh was secured by either reliatack or protack fixation. There were 30 patients in the reliatack group and 37 patients in the protack group. Postoperative complications included: seroma, pain, secondary hemorrhage and hernia recurrence. Ultrasound-guided seroma intervention or reoperation was required for seroma in two patients. One patient underwent surgery for incarcerated hernia recurrence. Blood transfusion was required to treat hemorrhage. Other complications not related to the device included: respiratory tract infection, urinary tract infection, admission to critical care for respiratory support, surgery due to small bowel injury and port site hernia, urinary retention, ileus and constipation. There was one 30-day mortality due to pulmonary embolus that was not related t o the device.

Event description:
According to the literature source of study performed between (B)(6) 2017 and (B)(6) 2020, a study compared post-operative pain between absorbable and non-absorbable tack fixation in patients who underwent intraperitoneal onlay mesh repair between (B)(6) 2017 and (B)(6) 2020. In all cases, fascial closure was performed using a 1 - 0 loop maxon in an interrupted manner. After fascial closure, symbotex mesh was secured by either reliatack or protack fixation. There were (B)(4) patients in the reliatack group and (B)(4) patients in the protack group. Postoperative complications included: seroma, pain, secondary hemorrhage and hernia recurrence. Ultrasound-guided seroma intervention or reoperation was required for seroma in (B)(4) patients. (B)(4) patient underwent surgery for incarcerated hernia recurrence. Blood transfusion was required to treat hemorrhage. Other complications not related to the device included: respiratory tract infection, urinary tract infection, admission to critical care for respiratory support, surgery due to small bowel injury and port site hernia, urinary retention, ileus and constipation. There was one 30-day mortality due to pulmonary embolus that was not related to the device. The adverse effect was probably related to the procedure but not device-related. Tackomesh ¿ a randomised controlled trial comparing absorbable versus non-absorbable tack fixation in laparoscopic ipom+repair of primary incisional hernia using post-operative pain and quality of life -reliatack versus protack. Dr. J. James pilkington, 2024, hernia, 10.1007/s10029-024-03111-y.

Manufacturer narrative:
Additional information: b5, g3 further review of this event found the device is not considered a potential contributory cause. This event has been reassessed as no n-reportable and no further reports will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.